Event description:
Boston scientific crm received information that under chest x-ray, this right ventricular (rv) lead had prolapsed with the lower lead slack twisted and appeared to be pulling the lead away from the septum. Intermittent rv capture was observed. This lead was explanted two months post implant and a new rv lead was successfully implanted.